Event description:
It was reported that the surgeon inserted a micl 12.6 implantable collamer lens upside down. The lens was removed and back up lens was implanted without any pt injury. The reporter stated the incident was due to loading or surgeon's error.

Manufacturer narrative:
Lens flipped upside down. Visual inspection of the returned product showed pieces of the haptic were torn off and missing and there was a clear surgical residue on the lens.